Event description:
During angioplasty in attempt to open left anterior descending artery to releive chest pain, a hi torque intermediate guidewire 0.014 was threaded but floated into circumflex artery. In an effort to reposition guidewire, it was pulled back but found to be lodged. When an attempt was made to withdraw the guidewire, it broke off at approximately 2.5 to 3 cm from the tip at the area where the radiopaque section meets the guidewire. Patient's condition deteriorated and was taken to the o.r. For retrieval of the piece of guidewire and byass surgery. Guidewire was not able to be retreived. Bypass surgery unsuccessful. Patient expired. Piece of guidewire was not visible at time of autopsy. Other equipment in use at the time:scimed ptca dilatation catheterdevice labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.